Event description:
It was reported that the blocking ball on a zero-p variable angle implant did not come out to block the screw in the plate. The surgeon left the implant and the screw in place with no locking mechanism. There was a five (5) minute delay reported with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. (Expiry date): additional expiration date for this part/lot is june 1, 2024. Device remains implanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: april 25, 2014 - expiry date: june 1, 2024. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.